Event description:
It was reported to philips that the login screen did not display due to non-functional software. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. Customer reported to philips that the system took an extended time to initialize the software. The philips remote service engineer (rse) inspected system remotely and observed that the system was slow to start up. To resolve the issue, the cold restart was performed and waited for 15 minutes for the software to initialize, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.